Event description:
Male patient in surgery for tonsillectomy and adenoidectomy. Surgeon using kirwan reusable bipolar scissors for dissecting and cutting the tissue for removal. Surgeon noted scissors not working as well to removed tissue. Surgeon noted the protective cover over the scissors screw head was not present. Small slightly pink circles on inside of patient's cheek were noted by surgeon. Surgeon concluded the missing protective cover allowed electrical contact of scissor's screw head to inside of the patient's mouth when in use. Surgeon discontinued use of current scissors and continued procedure with another pair of kirwan bipolar scissors without further issues. Patient had no complications from event.